Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the overlay and the anchoring were cut during procedure. No conductor or multi lumen damage was observed. All electrical testing was within specified parameters. Corrected: h6 annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated unsuccessful defibrillation, though the correct energy was delivered. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: dvea3e4, ((B)(6)); product type: 0235-ICD; implant date: (B)(6) 2025; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant of the extravascular (ev) lead, when securing the lead in position, the ev lead completely flipped from the right to the left side. The physician proceeded with re-tunneling and the lead was then secured. The extravascular implantable cardioverter defibrillator (ev-ICD) was positioned. The patient was induced with 20 hertz stimulation. The first 30 joule therapy and 40 joule therapy was unsuccessful despite adequate sensing. The ev-ICD was attempted to be repositioned slightly more posteriorly to obtain a better vector, however during this repositioning, lead r-wave amplitudes dropped so the lead was reprogrammed can to ring1 vector which produced better r-wave amplitudes. It was noted that the patient could not be induced successfully and the arrhythmia self-terminated despite good sensing. On the second attempt to induce, there was clear undersensing and external defibrillation was required. Another induction was attempted with good sensing, but the patient self converted once again. Additional undersensing was observed requiring external defibrillation after another attempt. The physician elected to explant the ev-ICD system. No patient complications have been reported as a result of this event.